Event description:
The customer reported a donor death after a plasmapheresis procedure on a rika device. The death was reported to the customer on (B)(6) 2024 after a staff member observed the donor being transported by emergency medical services (ems). Per the customer, no alarms occurred during the donation and no adverse events were recorded. Vital signs were measured prior to the procedure and plasma screening was performed with acceptable results. The customer stated that the saline and ac bags were connected correctly, and no errors were observed in the set up. Collection ID: (B)(4). The collection set is not available for return because it was discarded by the customer. This report is being filed due to patient death, although per current information there is no detectable malfunction with the terumo bct device or allegation of a malfunction.

Manufacturer narrative:
Investigation: a service technician checked out the device at the customer site and completed a functional checkout of the device. Investigation is in process; a follow-up report will be provided.

Event description:
The customer reported a donor death after a plasmapheresis procedure on a rika device. The death was reported to the customer on (B)(6) 2024 after a staff member observed the donor being transported by emergency medical services (ems). Per the customer, no alarms occurred during the donation and no adverse events were recorded. Vital signs were measured prior to the procedure and plasma screening was performed with acceptable results. The customer stated that the saline and ac bags were connected correctly, and no errors were observed in the set up. Collection ID: (B)(4) the collection set is not available for return because it was discarded by the customer. This report is being filed due to patient death, although per current information there is no detectable malfunction with the terumo bct device or allegation of a malfunction.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Investigation: a service technician checked out the device at the customer site and completed a functional checkout of the device. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Investigation is in process, a follow-up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information in b.5, b.7, h.6 and h.11. Investigation: the run data file (rdf) was analyzed for this event. The rdf shows that one alarm occurred during fluid prime due to the ac pump door being open. The remainder of the procedure continued as expected, meaning that no unplanned operator interactions occurred during the 25-minute procedure. The ac fluid detector, donor line fluid detector, line sensor, aps, return cps, and draw cps signals were analyzed, and nothing anomalous was found. The device was inspected by a technician on (B)(6) 2024. The technician completed a functional checkout and the investigation concluded that the device was working as intended and nothing anomalous was found. Although the device was missing an ac bag pole and the cuff associated with the device at the time of the service call, the review of the security footage by csl confirmed no errors in the setup. The customer confirmed that ac bag pole and the cuff were present during donation. The customer stated that there were 48 uneventful procedures performed on the device used prior to its removal for service after the subject had donated on (B)(6), 2024. The customer reviewed the security footage and confirmed that the saline and ac bags were correctly connected, and that there were no errors observed in the set up. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. A disposable complaint history search was performed for this lot and found no other report similar occurrences worldwide. History of the separation set lot 2408231161 and plasma bottle lot 2407121001 were reviewed and there have not been any recalls for these lots. Terumo bct global medical safety concluded that based on the limited clinical information provided and investigation findings of this report, the rika plasma donation system and the disposable set performed as intended. There were no suggested device failures, malfunctions, mislabeling, improper or inadequate design or manufacturing errors, nor were there any stated user errors that contributed to or caused the death of the source plasma donor in this report. Root cause: a root cause assessment was performed for this complaint. Based on the available information and the information provided by the customer, a definitive root cause for the donor death could not be determined. Possible causes could include but are not limited to: * an unknown/undisclosed medical condition.

Event description:
The customer reported a donor death after a plasmapheresis procedure on a rika device. The death was reported to the customer on (B)(6)2024 after a staff member observed the donor being transported by emergency medical services (ems). Per the customer, no alarms occurred during the donation and no adverse events were recorded. Vital signs were measured prior to the procedure and plasma screening was performed with acceptable results. The customer stated that the saline and ac bags were connected correctly, and no errors were observed in the set up. In a subsequent follow up, the customer clarified that the donor was not evaluated after the collection. He left the facility after the collection, and then went into a restaurant nearby for water as he was thirsty. The donor passed out at the restaurant so ems was called, and he was transported to the hospital. The customer confirmed that they were not provided with any medical documentation related to the donor¿s medical history or laboratory results. In addition, the customer does not know the primary and secondary cause of death and does not have the autopsy report. Collection ID: (B)(4) the collection set is not available for return because it was discarded by the customer. This report is being filed due to patient death, although per current information there is no detectable malfunction with the terumo bct device or allegation of a malfunction.